Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that when the patient presented in clinic for follow-up, increased pacing threshold in left ventricular lead was observed. Lead micro-dislodgement was suspected. Device was reprogrammed. Patient was discharged in stable condition.